Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged events. If add'l event and/or eval. Info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the pt was implanted with bard flat mesh during an unk pelvic procedure. The attorney's report alleged defective mesh, pain, disability.